Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a history/settings issue. The reporter stated that auto off alarm is turning pump off in the middle of the night when they are not expecting it. This complaint is being reported; a failure of the auto-off alarm to alert the user, or a failure to alarm by the anticipated time may result in over or under delivery as compared to the user's expectations.